Event description:
It was reported that when the product was taken off the shelf prior to a procedure, that a tear was found on the inner packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that when the product was taken off the shelf prior to a procedure, that a tear was found on the inner packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.